Event description:
Circuit melted.

Manufacturer narrative:
It was reported that "circuit melted" while an infant was intubated. There is no additional information available at this time. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.